Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent to a lesion in the lad with 90% stenosis, severe calcification and severe tortuosity. No abnormality was noted in the inspection before use. During the surgery, the lesion was pre-dilated with balloon by pressure of 14atm. It is reported that the device could not passed the lesion due to the severe calcification. And still could not pass after the physician changed a new one. Resistance was not encountered in advancing the devices to the lesion. There were no patient complications associated with the event. The stents were returned to the manufacturing facility and through analysis of the returned devices the stents were observed to be damaged. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 10th distal segment was deformed. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation results: inherent risk of procedure. Patient¿s condition affected effectiveness of the device (lesion morphology ¿ 90% stenosis, severe calcification and severe tortuosity). Deformation issue. Evaluation conclusions: known inherent risk of a procedure. Device failure related to patient condition (lesion morphology ¿ 90% stenosis, severe calcification and severe tortuosity). (B)(4).